Event description:
It was reported that during the implant procedure, there was high impedance at the first impedance measurement. After the lead was connected with the implantable pulse generator (ipg), the impedance decreased a little but there was no capture. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Lead returned with the outer insulation breached/ extrinsic and blood ingression. The amount of blood ingression along lead length leads us to conclude that the cut occurred at the implant.